Event description:
It was reported that this incident occurred while in the cardiology department. After the intra-aortic balloon (iab) installation through a sheath into the patient's femoral artery, the pump (iap-0500f) alarmed arterial pressure alarm. The md could not stop the alarm so he decided to stop the counterpulsation therapy. During iab removal, after the pump was stopped, the balloon was torn in the iliac and it was not possible to remove it, so surgical intervention was necessary to remove the iab. Clinical consequences: no counterpulsation therapy for the patient. Additional information received from the product specialist in 2009 stated that this hospital is a new customer and that he tried to train all of the users, but it was impossible to train this physician because he has always postponed the training appointment. In this incident the physician installed the balloon into the patient before connecting the optic fiber to the pump and that is why the alarm rang. This was the first user error. When the physician tried to remove the balloon, he did it through the introducer and that is why the balloon tore. This was the second user error. It was concluded that this was user error by lack of training and a new training appointment will be submitted to this physician.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.